Event description:
End user's wife reports the end user was outside in the power wheelchair burning trash in the yard when he and the power wheelchair caught on fire.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The fire chief reports the end user was, "putting gasoline on a trash pile fire when it leaked onto him and ignited." End user's spouse reports the power wheelchair was disposed of. Device was disposed of by family.